Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 110 mg/dl. The customer reported that the lip ring on the reservoir becomes loose and a piece fell out. The customer stated that the reservoir compartment or ring in the reservoir was unable to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.